Event description:
It was reported that after implantation of the preloaded intraocular lens (iol), two linear scratches were found around the optical center. No unusual sensation such as resistance was felt during lens insertion. The iol was removed and the procedure was completed successfully with a replacement lens. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.